Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a fluid air detector caution occurred followed by a balance chamber pressure alarm which could not be resolved. The operator discontinued treatment without providing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The disposable cartridge was not returned to nxstage as requested. The exact cause of the alarms cannot be determined. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. Occasional alarms during dialysis are expected and should not result in blood loss if device labeling is followed. Facility staff has been notified and will provide additional training regarding rinseback procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.